Event description:
Facility received info that these two leads were removed from service due to a fracture. Both leads were capped. It was not indicated which lead had the fracture, co is reporting on both leads.